Manufacturer narrative:
Of the reported two malfunctions lot number was provided for one malfunction; therefore, lot history review was performed. The devices for both malfunctions were not returned for evaluation; however medical records were provided and reviewed for both malfunctions and images included for one malfunction. Therefore, for both the malfunctions investigation is confirmed for the reported perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Of the reported two malfunctions, a (B)(6) male patient weighs (B)(6) and a (B)(6) male patient weighs (B)(6).